Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The hemosphere monitor was returned for evaluation. The reported issue was not confirmed from the evaluation. Another incident was found, however, it is not related to the customer's complaint. During the functional test, the monitor failed at the term of "trs4.8.1 pump communication of trs4.8 tech expansion slot tests." The module board was defective due to a component failure. The module board was replaced. The device will be shipped to the customer. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed. There were no related non-conformance's were found. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after zeroing, the co, ci and svv values were displayed for a moment but then disappeared immediately. It did not improve even if the device was re-zeroed and powered off and on. The arterial pressure was recognized by the hemisphere monitor and the diastolic pressure, systolic pressure and map were displayed without any problem. The cvp was considerably different between the value of the bedside monitor (nihon kohden) and hemisphere. The value displayed on nihon kohden monitor was 10 mmhg, whereas that of hemisphere was 0 mmhg. (Analog input setting: 100 mmhg, 0-1v). After replacing the hemisphere with ev1000 monitor, it was able to be used without any problems. There was no patient injury reported.